Event description:
It is reported that the surgeon rasped for size 12.5, enclosed stem did not fit properly. Implanted size 11.

Manufacturer narrative:
This report will be amended when our investigation is complete.